Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: testing was unable to duplicate the compliant during the investigation. The black box and alarm history show no errors or alarm related to the complaint, only typical usage was observed. The daily insulin delivery totals were reviewed and were found to correctly reflect the user's programmed basal rates. A 29 hour flow accuracy test was performed; pump passed and was found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the patient was experiencing intermittent blood glucose levels up to "high" on the meter (over 33 mmol/l); the reporter indicated that the patient was experiencing symptoms of a severe headache, tiredness, and aches. The reporter indicated that there was no known patter to the elevations. The reporter indicated that the patient was being treated via syringe. The reporter indicated that the previous day the correction via syringe brought the patient's blood glucose down to 7 mmol/l but took longer than normal. The reporter indicated that earlier on the day of the call the correction from a syringe did not correct the blood glucose levels as expected; the reporter stated that the patient's blood glucose levels were 31 mmol/l and a correction in the amount to bring the patient to a target blood glucose was given, at one hour blood glucose levels were down to 28 mmol/l and after two hours down to 26 mmol/l. The reporter confirmed that the pump settings were correct and had been reviewed by a health care professional the previous day. The pump history was reviewed and showed no relevant alarms. The reporter indicated that there was no known medical reason for the elevations but indicated that the patient did have celiacs disease. Customer support advised the reporter that there was no indication of a mechanical issue of the pump. This report is made based on the allegation that the patient experienced hyperglycemia of unclear origin while using the insulin pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.